Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the replacement devices were 375cc. The implants were discarded. The right breast implant had a capsular contracture baker grade iii/IV and the calcified capsule was present. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/29/2019, since the product was discarded, no product failure analysis can be conducted. Mentor will continue to monitor and trend product issues, our quality system is designed to provide to our customers the maximum assurance of the high quality of our products. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a concomitant medical products: mentor smooth round moderate profile 350cc, catalog 3501655, serial number (B)(4), lot number 6837559. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with a mentor smooth round moderate profile 350cc and experienced deflation on the right breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 9/3/2019, it was reported to mentor that the date of explantation was (B)(6) 2019. A manufacturing record evaluation (mre) was performed for the finished device number 6485508, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).